Event description:
The user facility reported that the device was skipping while taking a graft from a patient during surgery. Additional information was received in 2008. The reporter advised that the graft came out rough and uneven. There was no injury to the patient and no incident report was filed.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.